Event description:
It was reported while using BD Vacutainer® Safety-Lok¿ Blood Collection Set Pre-Attached Holder, 1 device's tubing separated from the wingset during activation of the safety mechanism resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial Reporter Facility Name: (b)(6).There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K980414.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.